Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be replicated. The rep walked through exactly what the surgeon had done the first time and no issues were observed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while the physician was planning an exam for a deep brain stimulation (dbs) case, the ac-pc was set and then the planning proceeded. The physician went back to change the pc point and after changing it, the plan changed as well in that the z-coordinate had changed. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the reported behavior cannot be replicated.